Event description:
A vns following physician reported to our country representative in (B)(4) that they had a patient whose generator was extruding through the skin. The patient had their generator replaced. It was reported that everything was fine in the surgery. The explanted generator was discarded; therefore, not being returned for analysis. The patient's extrusion was reported to be related to a fixture on the patient's wheelchair and not related to the patient's generator.